Event description:
A (B)(6) male pt presents with significant bladder outlet obstructive symptoms and an elevated psa. Same in for a transrectal u/s, ultrasonic guidance of prostate needle biopsy, and urolift prostatic implantation. During the procedure the urolift device misfired per the surgeon, a piece of the urolift broke off into the bladder but was retrieved. FDA safety report ID# (B)(4).